Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported during left hip revision lag screw dislodged from femoral head.